Event description:
It was reported the customer had a no delivery alarm on their insulin pump. The customer also reported experiencing a high blood glucose of 480 mg/dl. The customer has treated their blood glucose with a manual injection. Customer also reported a kinked cannula upon removal of their infusion set. The customer also determined their infusion set was too short for them. Customer's infusion set will be returned for analysis. Customer's blood glucose was 145 mg/dl at the time of the call. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.